Event description:
Patient reported that from the use of the aligners they got cavities and now need to have their wisdom teeth removed. They provided a letter from their dentist stating this and that the treatment is unsuitable.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.